Manufacturer narrative:
Analysis found that visually, the distal tips of the inner cutters had broken off which would have resulted in the reported event. Note ¿ the distal tip outside diameter of the inner cutters (expanded area) showed a turned / machined finish when compared the remainder of the tube. The fracture occurred at the first proximal tooth valley of both samples. The assemblies were deformed in such a way that indicates the inner blade teeth impacted the outer cutting edge at the 3rd proximal tooth while moving in a ccw direction which resulted in the observed fracture on both samples. There was uneven wear at the cutting tips which may indicate an interference fit between the inner and outer assemblies at the tip. There were no signs of bends or concentricity issues. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the tip of the blade popped off during a sinus surgery. The device was replaced with another blade from the same batch and it popped off as well. The first one was used on patient but the second one was not. It was noted that there was no broken pieces left inside the patient's body. There was no intervention planned or performed as a result of this event. The procedure was completed using a back-up device. There was no patient impact or injury.